Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during an ureteral dilatation procedure. According to the complainant, during pretest of the device, outside the patient, the balloon burst. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "fine".

Manufacturer narrative:
(B) (4)